Manufacturer narrative:
Evaluation summary: minimal to moderate calcification is detected in the cusp area of all three leaflets. At the free margins, calcification is moderate in leaflet 2, and minimal in 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue is minimal at the tissue inflow; it encroached into the orifice by the greatest distance of 2mm. Moderate to heavy layer of hot tissue overgrowth covered most of leaflet 2 at the outflow aspect. Host tissue is heavy at the stent inflow and the stent outflow aspect. The x-ray demonstrates calcification. X-ray. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Additional manufacturer narrative:this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation and device evaluation is anticipated, but has not yet begun.

Event description:
Reportedly a 27mm valve was explanted after a 49 month implant duration due to regurgitation and thickened leaflets. Device is available for return. Send return kit to laboratory.